Manufacturer narrative:
E1: initial reporter address: (B)(6). H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately 5 minutes after starting treatment with a polyflux 14l, the patient experienced dyspnea, chest tightness, and itchy throat. Treatment was discontinued and the patient was given intravenous injection of dexamethasone (5mg). Approximately 10 minutes later, the patient's symptoms were relieved. The dialyzer was replaced and no further issues were reported. No additional information is available.